Manufacturer narrative:
Insulin pump alarmed prime during the displacement test due to motor high current draw. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)